Manufacturer narrative:
The field service engineer (fse) observed the probe waste vacuum valve vl343 was not actuating and replaced the pinch valve to resolve the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the fluid leak is attributed to the probe waste vacuum valve vl343. (B)(4).

Event description:
The affiliate stated the customer reported a small amount of diluent leaked below the probe involving the unicel dxh 800 coulter cellular analysis system. The fluid was contained within the instrument. The customer had replaced the probe but it did not resolve the issue. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.